Event description:
It was reported that post-hip revision, the patient underwent a hip revision due to anterior dislocation. Surgeon increased neck/head length for further stability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown corin stem. G2: foreign ¿ event occurred in australia. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.